Manufacturer narrative:
The stent appeared as if it had never entered the sheath and was very clean. There were no visible signs of damage. The stent was flared due to it being pulled/pushed off the catheter. The catheter was in very good condition. The balloon was in the undeployed state. The balloon cones appeared as if they had seen positive pressure during the catheter prepping operation. The balloon was not bent and did not appear to have come in contact with bodily fluids. The balloon was inspected to verify that the product was properly crimped, the metal struts from the stent impart permanent imprints upon the catheter's balloon that are a specific depth and shape. When the product was returned the crimp marks were identified which indicates that the stent was properly crimped onto the balloon. A review of the production lot history data from quality control indicated successful passage of the lot qualifications samples through 7 french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the procedure, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
Stent slipped off balloon prior to making it to the lesion while in the sheath.